Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stricture due to stomach cancer. During the stent placement procedure, the physician began to deploy the stent but was unsatisfied with the position and the stent was reconstrained. The physician again began deployment of the stent. However, when the stent was released halfway, strong resistance was encountered and deployment was difficult. The stent was successfully implanted in the correct location. The stent was positioned from the pylorus to the third portion of the duodenum with approximately 1cm of the proximal end of the stent at the pylorus. No visible issues were noted to the stent system. On (B)(6) 2011, during a follow up examination, it was discovered that the patient had pancreatitis and a small perforation. The location of the perforation was not provided. The physician was unable to determine when the pancreatitis and perforation occurred. The stent was removed from the patient. The patient condition post procedure was reported to be "good."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the perforation and pancreatitis are likely due to anatomical/procedural factors and the most probable root cause is "operational context." A review of complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.